Event description:
It was reported that during a da vinci-assisted surgical procedure, left eye in the viewer was black and surgeon could not see any image through it. Technical support engineer (tse) asked customer if a power cycle was possible, customer did not want to perform a mid procedure reboot due to procedure almost being completed. Customer advised they will perform a hard power cycle after procedure is completed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the surgeon side console (ssc) viewer to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).